Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, upon inspection of the device out of the box, the clinician observed that the jaws on the vaso view hemopro appeared misaligned and did not feel comfortable using the device. A replacement device was used to complete the procedure. The hospital did not report any pt effects.